Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the defibrillator experienced a shock equipment malfunction. There was reportedly no patient involvement.

Event description:
It was reported that the defibrillator experienced a shock equipment malfunction. There was reportedly no patient involvement.

Manufacturer narrative:
Complaint evaluation: the customer evaluated the device and received remote support from the customer care solution center, during which the customer was advised of possible, but not certain resolutions. Bench repair was offered. Customer resolution and conclusion: the customer did not accept the offer for service. Although no evaluation was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.